Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: focus function error. Based on the results of the investigation, the probable root cause was a defective charged coupled device and corroded body control unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported every time they connect it, the gastrointestinal videoscope says send to olympus for repair there is no image, it was all white. There was no patient injury reported.